Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure to treat an ischemic cerebral infarction using a penumbra system aspiration tubing (tubing). During the procedure, while attempting to initiate aspiration, the physician noticed that the "on/off" switch on the tubing did not slide at all and stayed in the "off" position. Therefore, the procedure was completed by manual aspiration using a syringe. There was no report of an adverse effect to the patient.